Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Once the device has been received, a supplemental report will be sent out with the analysis findings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the microcatheter ruptured at the last third of the catheter shaft after approximately 25 minutes of injection and embolic was seen to be leaking from the ruptured location. The liquid embolic was reported to have leaked inside the patient and remains in the patient. It occluded some of the vessels. No intervention was required to remove the liquid embolic. The microcatheter was ruptured but intact in the distal segment. There was no difficulty during injection and no kink or damage was seen on the microcatheter. There was a 2 minute pause during the injection and there was a 3 minute wait time between injections. There was about 1ml of embolic reflux. The injection was done as indicated in the IFU. The microcatheter will be returned. The patient was undergoing embolization treatment of a right parietal avm. That patient¿s vasculature was moderate in tortuosity. The access vessel was the mca, 2mm. The embolic will not be returned as it was discarded by the nurse. Ancillary devices: envoy, mirage, onyx syringe

Manufacturer narrative:
The medtronic micro catheter was returned for analysis and it was measured and no issues were found with the measurements. Liquid embolic residue was found within the micro catheter hub and occluding the distal tip lumen. No issues were found with the micro catheter hub or distal tip. The micro catheter was found to be stretched near the distal tip. The entire surface of the micro catheter was examined under magnification and the micro catheter body was found to be ruptured at approximately 1.0cm from the distal tip. The micro catheter was pressurized with water and found non-patent. It is likely the micro catheter was occluded with the liquid embolic. The remaining liquid embolic will not be returned as it was consumed in the event. No other anomalies were observed. Based on the reported information, there is no evidence suggesting that the liquid embolic was defective, but rather a procedure related event. Based on the device analysis and reported information, the customer¿s report of ¿rupture¿ was confirmed. The returned medtronic micro catheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. It is likely the ¿3-minute wait time between injections¿ contributed to the reported event. Pauses longer than two minutes prior to re-injection can cause solidification of liquid embolic at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there was no resistance when the liquid embolic was injected and no kink or damage seen on the micro catheter. However, information regarding the injection rate or use of palm of hand pressure was not pro vided; therefore, could not be ruled out as potential causes. All products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. Per the medtronic liquid embolic IFU (instructions for use): ¿adequate fluoroscopic visualization must be maintained during liquid embolic delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt liquid embolic delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of liquid embolic is injected and is not visualized exiting the catheter tip. Inject liquid embolic to displace dmso. Use thumb pressure only to inject liquid embolic. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion. Do not interrupt liquid embolic injection for longer than two minutes prior to re-injection. Solidification of liquid embolic may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture.¿ per the medtronic microcatheter IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ if information is provided in the future, a supplemental report will be issued.